Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they had a motor error alarm while priming the insulin pump. Customer's mother stated they were unable to rewind the insulin pump. Customer's blood glucose was 19 mmol/l. The insulin pump was not dropped or bumped in the past. Customer was advised the insulin pump needed to be replaced. The insulin pump will be returned for analysis.